Manufacturer narrative:
Product event summary: it was confirmed that the stylus tip and cursor did not align on the display screen. The tab on the power cord bay door was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not calibrate the stylus pen and the display screen, the cursor was two to three inches off. It was also reported that the tabs to close the rear door needed to be repaired. The programmer has been returned to service. No patient complications have been reported as a result of this event.